Event description:
It was reported that the 7700 system would not turn on at the start of the case. Another c-arm was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Determined that the line cord plug wiring was intermittent. Rewired the line cord plug. The system was tested and found to be working as intended and placed back into service.